Event description:
Additional event information reported the ventilator was alarming due to low minute volume, and the device was working with an oxygen supply. Final checkout of device was requested and performed. Performance verification testing was completed and passed to operating specifications. There has been no further event information received from the customer.

Event description:
The international customer reported the ventilator was in use on a patient with acute cerebral hemorrhage and it began alarming due to a reported low ventilation condition. The hospital nurse reported it seemed there was no gas output from the unit. The hospital reported the patient expired even after rescue. Review of the device diagnostic log history noted no diagnostic codes indicating a fault with the device during operation. The service engineer performed evaluation and testing of the device and reported the machine ran properly and passed extended self testing to operating specifications.

Manufacturer narrative:
Supplemental report.